Event description:
It was reported that this insertable cardiac monitor (icm) provided a low battery warning prior to implant. Technical services (ts) advised the field representative to return the icm device for analysis. The device was never attempted implant. The field representative provided they will return the device for analysis. Subsequently, the icm was returned and analysis performed. There was no patient involvement.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion. Field g4 premarket/510k contains both documents k193473 & k210608 whose character limit prevented both entries from the field. If pertinent information is provided in the future, a supplemental report will be submitted.